Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the "balloon inflation end" connector on the condensate removal module was loose. The fse retightened the connector. The unit passed all functional and safety tests.

Event description:
It was reported that during pre-use check, the cs100 intra-aortic balloon pump (iabp) had an autofill failure alarm. There was no patient involvement reported.